Manufacturer narrative:
(B)(4). The product has been requested to be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00224. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a type 1 taper sleeve (ref: (B)(4), lot: 2989641) would not seat flush into biolox delta option ceramic head and would not seat properly on taperloc complete stem. The implant was not implanted and a second sleeve was opened that did seat properly. No delay to surgery. No harm to patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2021 00224-1. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Following visual and dimensional checks of the returned items, no discrepancies have been identified, therefore the reported event has not been confirmed. A review of the device history record did not identify any discrepancies that would have contributed to the reported event. Review of material certificate of conformance shows compliance to specification. A complaint search identified similar complaints for the same item number, but no further similar complaints for the same lot number. A review of the device history record and confirmation of dimensional conformance to specification suggests it is likely that the product left zb conforming. No corrective action required at this time. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low.

Event description:
It was reported that a type 1 taper sleeve (ref: 650-1068, lot: 2989641) would not seat flush into biolox delta option ceramic head and would not seat properly on taperloc complete stem. The implant was not implanted and a second sleeve was opened that did seat properly. No delay to surgery. No harm to patient.